Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was unable to be paired. Technical support was contacted, and it was suggested that the inability to pair was due to premature battery depletion. No intervention was performed at this time, and the patient was stable with no consequences.